Event description:
It was reported that a (B)(6) year old female patient presented with a broken humeral nail. The patient was originally implanted (B)(6) 2012. On (B)(6) 2015, the patient underwent hardware removal: nail, end-cap, two locking screws and spiral blade. Antibiotic cement beads were placed for possible infection. Patient status was reported as okay. The provided x-ray was reviewed by the manufacturer and it was noted that the nail breakage could be confirmed. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Event date: unknown when the nail broke. Expiration date: january 2018. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was conducted on part 04.001.210s, lot 6079334. Upon review it has been determined that the device met specification prior to shipping. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.